Event description:
Pt with severe bronchial spasms was put on ventilator, pt started to spasm violently and was taken off ventilator. Pt was bagged and paralyzed with medication and put back on ventilator. Respiratory therapist noticed that pt chest was not raising so he tried to increase the pressure control level above peep and set pressure bar graph started acting erratically. Ventilator was taken off pt and pt was bagged. Ventilator was recalibrated and put back on pt and ventilator was still acting erratically. Ventilator was taken off pt. There was no pt injury.